Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0837 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that extravasation occurred at the insertion site two weeks after placement of the catheter, leading to removal of the catheter. The operator notified us that there were no improper human operations and the event was attributed to a product quality problem.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak at the insertion site was inconclusive and could not be verified from the photograph that was provided for investigation. The photo showed the back of what appeared to be an unopened groshong PICC kit. Next to the kit was an assembled groshong PICC. The catheter appeared to be incomplete as the distal tip of the catheter, the red connector, and white oversleeve were not visible on the extension leg tubing. The reported event could not be verified from the photograph and there were no distinguishing features which could aid in identification of a specific root cause.

Event description:
It was reported that extravasation occurred at the insertion site two weeks after placement of the catheter, leading to removal of the catheter. The operator notified us that there were no improper human operations and the event was attributed to a product quality problem.